Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by the patient feeling like there were porcupines in their stomach. The patient was not hospitalized for the peritonitis. The cause of peritonitis was unknown. Three days after the onset, the patient started treatment with vancomycin (2 gram and frequency not reported) ip and fortaz (1.5 gram and frequency not reported) ip for peritonitis. Treatment with vancomycin and fortaz was ongoing and the patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number(s) gd896118 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.